Event description:
It was reported that the customer received multiple continuous glucose monitor error 42s. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.